Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis removed the housing and found one pitch cable derailed from the back idler pulleys. The cable was wedged between two pulleys and had lost tension. The clamping pulley screws were still tight. No other damage was found.

Event description:
It was reported that the prograsp forceps instrument cable was noted to be broken during a da vinci prostatectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.